Event description:
It was reported that this event occurred in the general ward prior to procedure. The physician was unable to advance the swg through the ars due to "severe resistance". As a result, a new kit was opened and used to complete the procedure successfully. There was no pt involvement reported at the time of this occurrence. The event was initially evaluated and determined to be non-reportable. The returned device was reviewed and the event was determined to be the result of a product malfunction, therefore, it is reportable.

Manufacturer narrative:
(B)(4).